Event description:
It was reported the pt was scheduled for a revision. Follow-up identified the pt's scs ipg was "always hot." Follow-up also identified the pt's revision was cancelled due to the pt becoming ill. No add'l info is available at this time.

Manufacturer narrative:
Correction #1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.